Manufacturer narrative:
Additional information was received that the physician did not suspect device malfunction and only suspected that ipg was at the end of battery life.

Event description:
A report was received that the patient was having frequent ipg charging and difficulty holding a charge. The patient will undergo an ipg replacement procedure.

Event description:
A report was received that the patient was having frequent ipg charging and difficulty holding a charge. The patient will undergo an ipg replacement procedure.